Manufacturer narrative:
Na

Event description:
The reported perforation occurred within 6 weeks post-implant, and showed elevated pacing thresholds. Patient reported symptoms of chest pain or shortness of breath. No further information available.